Event description:
It was reported that the physician attempted to treat patient using a rapidcross balloon in the proximal common illiac artery and the anterior tibial artery. The target lesion type was calcified and had moderate tortuosity and calcification. No issues were noted prior to use. It is reported that physician failed to use a contralateral sheath for the contralateral tibial intervention. A 5f sheath was used. Physician was using balloon on contralateral angioplasty. A .014 nitrex wire was placed over the aortic bifurcation without a contra lateral sheath. No resistance was encountered during advancement of device. No excessive force used. Device did not pass through a previously deployed stent. Balloon was inflated using a syringe and contrast heparinized saline. Upon removal of the balloon physician felt resistance. After removing balloon physician noticed some had sheared off. Detached component was snared and removed. It is reported that a patient embolism occurred after balloon was removed. The remainder of procedure was completed without any further incident.

Manufacturer narrative:
Evaluation summary: the rapidcross pta rapid exchange balloon dilatation catheter was received for evaluation. No ancillary devices or cine images from the procedure were received for evaluation. The catheter was received in two segments: distal balloon segment and proximal segment. The distal balloon segment consists of the inner guidewire lumen from the proximal marker band to distal tip, four radiopaque marker bands, and the balloon chamber material from the proximal balloon bond to the distal balloon bond to the distal tip. The proximal segment consists of the proximal hub luer lock, printed strain relief, proximal inflation lumen, support wire, proximal rx port, distal transparent inflation lumen segment, and inner guidewire lumen. The returned rapidcross dilatation catheter exhibited balloon detachment and the guidewire lumen was stretched. The guidewire lumen exhibited both tensile and rotational stretching. All components distal of the separation face are accounted for.